Event description:
It was reported that a merlin.net alert was received for noise and low lead impedance on the atrial lead; the impedance was consistently measured at 100 ohms for two days. An insulation breach was suspected. The lead remained implanted and the patient would be scheduled for a clinic visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Impedance, low.